Manufacturer narrative:
Testing of actual/suspected device(10): a getinge field service engineer (fse) was dispatched to investigate. The fse cleaned the front end board and female connector of the echocardiogram (ECG), the issue remained. The fse has advised that the internal ECG cable and the front end board are needed for replacement for further testing. A supplemental report will be submitted when additional information is provided.

Event description:
It was reported that prior to use on a patient, the cs100 intra-aortic balloon pump (iabp) had a distorted ECG waveform. There was no patient involved and no adverse event was reported.

Event description:
N/a.

Manufacturer narrative:
Type of investigation not yet determined: a supplemental report will be submitted upon receipt of additional information or completion of our investigation.

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) had a distorted ECG waveform. It is unknown under which circumstances the event occurred or if a patient was involved; however there was no adverse event reported.